Event description:
It was reported that pump displayed malfunction alarm with code malf 0 and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through pump reset process, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if any malfunction alarm appeared again.